Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® sst¿ ii advance, foreign substance was observed inside 1 device. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that before using the bd vacutainer® sst¿ ii advance, foreign substance was observed inside 1 device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes d9. Device available for eval: 07-jan-2026 investigation summary: bd received 3 photos and one sample for investigation. Upon evaluation of the three photos, foreign matter was observed on the stopper cap assembly. The returned sample was analyzed, and the unidentified matter was determined to be a silicone based material. Additionally, visual examination of 100 retained samples did not identify any instances of foreign matter. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - non-biological. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.